Manufacturer narrative:
Concomitant medical product: dtpa2d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A replacement implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.